Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the rep had called in about some impedances. Unipolar values: contacts 1, 2, 3 ranges from 414-415 ohms. Bipolar values: 98-99 ohms range. The rep had taken readings with the a610, but then also took impedances with the 8840 and got the same values. It was reviewed to check all connections, set screws, and re-tighten. It was also reviewed to test the lead/extensions and see if there were any issues. Rep was in the middle of the case and didn't have time to troubleshoot or provide further information. There were no further complications reported.